Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss over one hour occurred. The patient¿s parent reported intermittent signal loss after the start of the sensor session. The patient was at school when he did not feel right. Since he was unable to receive any values on this dexcom, he went to the school nurse who performed a bg which was 471 mg/dl. A corrective dose of insulin was administered, the patient¿s parent was called, and the patient declined to be taken home. The patient went back to class and an unspecified amount of time later, the patient developed shakiness, dizziness, chest pressure, and saw yellow floating lights. The patient went to the school nurse who performed a bg which was 67 mg/dl. The patient was treated with three glucose tablets and the parent was called to pick up the patient. When the parent arrived, the patient was still experiencing symptoms and was taken to the emergency department (ed). His dexcom was removed in the ed and his bg upon arrival was 120 mg/dl. In the ed, the patient was given tylenol, and an ECG and chest x-ray were performed which were negative for cardiac issues. Once the patient¿s bg stabilized, he was released home. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is required.